Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation the recipient had no sound perception with the device. Instead he perceived a pricking sensation on the back of the tongue and the roof of the mouth, with stimulation only. A full insertion was not achieved and 2-3 channels were left extra-cochlear at implantation. The patient was re-implanted with a new device on (B)(6) 2018. Device explantation report confirmed that the entire array was found in the middle ear space.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information a CT scan showed the electrode array to be completely in the middle ear cavity, thus a post-operative active electrode migration is assumed. Also, there were difficulties with insertion at implantation and 2-3 channels were left extra-cochlear, as confirmed by post-op x-ray. The recipient has been reimplanted with another device with a shorter array. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At initial activation in march 2018 the recipient had no sound perception with the device. There was only a pricking sensation on the back of the tongue and the roof of the mouth, with stimulation only. These symptoms did not appear when stimulation was not applied. The recipient was re-implanted with a new device with a shorter electrode type. Device explantation report confirmed that the entire array was found in the middle ear space. The recipient was activated with the new device and reported good sound quality with no uncomfortable sensations.